Manufacturer narrative:
According to the reporter, the device is not available for evaluation. An analysis of production records could not be performed as no lot number had been provided. Based upon the complaint trend review, the volume of complaints is within the acceptable control limits and no complaint trend is observed. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most likely root cause for this event is operational context. If insufficient viscoelastic (ovd) is added to the inserter, friction in the cartridge tip can increase leading to similar outcomes. Secondly, correct loading is necessary for a successful injection. If the intraocular lens (iol) is not loaded according to the directions for use (dfu), the leading haptics may become straight during the advance. As a consequence, the anterior haptic can emerge straight from the tip and come in contact with the posterior capsular bag. Finally, all previous surgical steps, i.e. Parasynthesis, capsulorhexis, and phacoemulsification can lead to tears in the posterior capsule. Based on historical data, this type of event is typically the result of the lens not being loaded correctly, insufficient use of ovd, or the iol being injected too quickly. No corrective action is necessary at this time.

Event description:
It was reported that during implant of an intraocular lens (iol) into the right (od) eye, the lens exited the injector very quickly and tore the capsular bag. The lens then started to migrate, however the surgeon was able to retrieve it and the iol implanted successfully into the patient's eye. No secondary surgical intervention was necessary as a result of the capsule damage. The surgery was phacoemulsification only. The orientation of the lens did not change and the optic was clear and free of debris. The patient did not notice a decrease in vision and no secondary surgery was performed to treat the event. In the surgeon's opinion, the cause of the event is unknown but the surgeon believes the lens exited the inserter more quickly than normal. The patient's prognosis is good.